Event description:
It was reported that a patient had no stimulation sensation. The reporter stated that the patient hadn't felt stimulation in about a month, around the time that stimulation was adjusted, and the patient was now trying to receive therapy. It was reported that the implant was on, but the patient was not feeling stimulation no matter what settings she put the implant on. It was noted that troubleshooting was performed. The reporter stated that the patient had experienced a few falls and hadn't "felt right in her spine." It was also reported that the patient began physical therapy during this time. It was noted that the patient stated that she thought the fall fit in the timeline of her last feeling of stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension.